Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result on their e411 analyzer. All the testing was performed on the same analyzer. The patient was either (B)(6). The patient's initial hcgb result was 0.100 miu/ml accompanied by a data flag and it was reported outside the laboratory. The physician was suspicious of the result and asked that it be repeated. The first repeat result was 3033 miu/ml. The second repeat result was 3108 miu/ml and it was reported to the physician. It is unknown if the patient was adversely affected. Clarification has been requested. The hcgb reagent lot number was 167584 and the expiration date was not provided. Calibration signals and quality controls were within expectations. A reagent issue is not evident. It was noted that the customer was not following the tube manufacturer's centrifugation specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No information was provided on the specific part number involved in this event. This event occured in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined with the information provided. Calibration data was within specification. A reagent issue is not evident. Instrument performance data was not provided for investigation. It was noted the customer is not centrifuging samples per the sample tube manufacturer's recommendations. Pre-analytical issues are the most likely cause of the event.

Manufacturer narrative:
Additional information has been provided. To the best of their knowledge, no patient was harmed due to the false results.

Manufacturer narrative:
The customer provided additional data for four patients with discrepant hcgb results. On (B)(6) 2012, the second patient had an initial hcgb result of <0.01 miu/ml. The customer stated the repeat result was "<10000 miu/ml". On (B)(6) 2012, the third patient had an initial hcgb result of <5 miu/ml. The repeat results were 9113 miu/ml and 9334 miu/ml. The results of the performance test done on (B)(6) 2012 were within the limits. On (B)(6) 2013, the fourth patient had an initial hcgb result of 6.33 miu/ml. The repeat results were >10000 miu/ml and >10000 miu/ml. The quality control before and after this event was within range and the alarm trace provided no indication of the root cause. On (B)(6) 2013, the fifth patient had an initial hcgb result of 0.443 miu/ml. The repeat result was 4685 miu/ml. The quality control prior to the event was within range and the alarm trace provided no indication of the root cause. None of the discrepant results were reported outside the laboratory and none of the patients should have been adversely affected.